Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). Livanova received user medwatch report ((B)(4)) by mail related to this event. Intraoperatively, cardiopulmonary bypass machine (cpb) main touch screen froze and the pump stopped working causing patient's blood pressure to drop. Unable to monitor flow/pressure or rpms. Cardiac output supported using cpb hand crank and internal cardiac massage while rebooting machine several times. No problem identified with cannula sites or tubing. Screen remained frozen but able to monitor flow and rpms. Switched to veno-arterial extracorporeal membrane oxygenation (va ECMO) support. Surgery was completed and patient transferred to ICU. The original intended procedure: bilateral lung transplant. Other relevant history, including preexisting medical conditions: interstitial lung disease and pulmonary fibrosis. Other information about patient that may have influenced the outcome of the event: patient had complications related to blood loss, edema, airway management, cardio-embolism, stroke, acute renal failure, and compartment syndrome and developed acute mii three weeks post-op. The immediate cause of death was a large inferior wall myocardial infarction. There is no evidence at this time that the malfunction had any influence on the patient outcome. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue. It was noticed that the touchscreen of the device was very dirty. The service representative cleaned the touchscreen and successfully completed functional verification. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) receives a report that the touchscreen of the centrifugal pump 5 (cp5) became unresponsive during a procedure. There was no report of patient injury.